Event description:
Reported one false positive sars result. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation summary: a quidel representative visited the site and observed procedural errors that may have contributed to the event. Issue resolved when customer implemented decontamination procedure, indicating likely contamination. Root cause: unable to determine. Source: phone.